Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported events of type ib endoleak (right side) and sac growth. This complaint is most likely anatomy-related. Contributing factors for the confirmed endoleak and aortic sac growth include the following: close proximity of the right hypogastric artery to the inferior stent margin of the bifurcated stent (anatomy-related). Procedure related harms or the final patient status could not be determined. It was reported that the patient was doing well post the endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: device codes - remove 1068, 1354. Conclusion code - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, a type ib endoleak of the main body in the right common iliac was detected with aneurysm sac growth. The physician elected to treat the patient by implanting a limb stent afx device on (B)(6) 2018. The patient tolerated the secondary procedure well. There have been no additional patient sequelae reported.